Event description:
It was reported to philips that the device had mechanical damage to the screen. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty display. Based on the conclusion of the investigation, it was determined that this was a malfunction of the display. The display was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.